Manufacturer narrative:
On 25-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 26-sep-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Bleeding lower front gum [gingival bleeding]. Cut lower front gum [gingival injury]. Part of the brush broke and when I was brushing my teeth and cut my gum, the round part on top with a v shaped white green bristles - oral-b dual action brushhead [injury associated with device]. Bottom part of the brush head broke while I was brushing my teeth (and cut my gum), the round part on top with a v shaped white green bristles - oral-b dual action brushhead [device breakage]. Case description: a (B)(6) year old female consumer reported spontaneously via phone on 05-sep-2017 that about 4 days ago the bottom part of the oral-b dualaction or dual clean brushhead broke while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown; it was the round part on top with v-shaped white green bristles. She elaborated that it cut the lower front part of her gum and it was bleeding. She stated that she rinsed her mouth and the bleeding stopped shortly after it started and the cut healed. Product use was discontinued on 04-sep-2017. This was not the first time she had used these particular brush heads, and she used one brush a few times a week. She stated she would send the brush head back. No medical attention was sought. The case outcome was recovered. Other relevant history: allergy/intolerance - none. Medical history - sensitive gums. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding lower front gum [gingival bleeding], cut lower front gum [gingival injury], part of the brush broke and when I was brushing my teeth and cut my gum, the round part on top with a v shaped white green bristles - oral-b dual action brushhead [injury associated with device], bottom part of the brush head broke while I was brushing my teeth (and cut my gum), the round part on top with a v shaped white green bristles - oral-b dual action brushhead [device breakage]. Case description: a (B)(6) female consumer reported spontaneously via phone on (B)(6) 2017 that about 4 days ago the bottom part of the oral-b dualaction or dual clean brushhead broke while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown; it was the round part on top with v-shaped white green bristles. She elaborated that it cut the lower front part of her gum and it was bleeding. She stated that she rinsed her mouth and the bleeding stopped shortly after it started and the cut healed. Product use was discontinued on (B)(6) 2017. This was not the first time she had used these particular brush heads, and she used one brush a few times a week. She stated she would send the brush head back. No medical attention was sought. The case outcome was recovered. Other relevant history: allergy/intolerance - none. Medical history - sensitive gums. No further information was provided.